Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous middle left anterior descending (lad) artery. A 1.0x5 mm non bsc balloon could not cross the lesion, the physician then performed ablation with a non bsc ablation device. The non bsc balloon was then able to cross the lesion. The apex 15mm x 2.00mm balloon catheter was then advanced to the lesion. The balloon catheter was inflated to 8atms and it ruptured on the first inflation. The device was removed intact. Following ablation with a 1.5mm burr and predilation with an apex balloon, a 2.5x28 promus stent was deployed successfully. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).